Manufacturer narrative:
Multiple attempts, by the manufacturer's medical affairs, to collect first-hand information on the reported case remained unsuccessful. There were no reports of controller malfunctioning during the procedure. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used. The operator's manual and instructions for use indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device could not be completed. The lot number of the disposable handpiece was not provided, therefore a device history record review could not be performed. However, all surgical handpieces meet all qa specifications when released, including adequate sterilization. The minerva rf controller was returned for investigation. The minerva rf controller met all tested specifications.

Event description:
It has been reported that approximately four days after an ablation procedure, the patient was re-admitted to the hospital for not passing gas, diagnosed with a bowel injury due to perforation, and underwent end-to-end anastomosis.